Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found no anomalies during functional testing, no anomaly with backup functionality. Long term monitoring was performed and the battery lasted for 8-9 days. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had powered off on its own during use on the patient. A hospital staff powered on the device and the device started to pace again. The epg was used as a back-up with the pacing rate programmed at a lower rate than the patient¿s intrinsic pulse. No patient complications were reported as a result of this event.